Event description:
It was reported that during a remote follow up, oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.